Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 5.8 cm diameter in thoracic aortic aneurysm in zone one. The proximal thoracic neck diameter of stent graft seal zone was 35mm. An ax-ax bypass surgery was performed prior to stent graft implantation. There were no endoleaks and the procedure was completed without issue. It was reported that the patient presented two weeks post index procedure with pain. The CT revealed that near the proximal bare spring of the stent graft there was vessel perforation. The physician elected to monitor the patient. However, it was reported that the perforation resulted in a dissection. The physician performed open surgery occluding the dissection and bypass surgery was performed. The physician believes that the vessel perforation leading to the type a dissection could have been caused by the bare spring of the valiant. No additional clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
(B)(4).